Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after a device check, the left ventricular lead impedance was high and triggered an alert. It was determined that the lead had been programmed lvtip-to-lvring and the lead was unipolar so there was no lvring. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.